Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leakage was found in the biopsy channel, forceps passage and lever forceps elevator. One full broken element of the ultrasound image was observed. The probe unit¿s pink rubber was flappy. Fluids and heavy corrosion were found on the control body and scope connectors after aeration. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported external defects of the gastrovideoscope, a hole in the distal tip. No patient harm or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not determined. Probable causes that could lead to the reported event include an external force that was applied to the distal end.